Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient reported experiencing pain in the pocket since device implant. The patient's device system was extracted due to patient request on (B)(6) 2017. The patient was stable pre, mid and post procedure.